Manufacturer narrative:
The investigation is in progress. The sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A purchasing manager reported during a procedure, it was noted that there were bubbles in the infusion line. The customer stated that the bubbles seemed to be originating from the cassette and flowing into the line. The procedure was completed and there was no pt injury or delay in care reported.